Event description:
It was reported that an alert indicated an expired insulin set, after which the patient¿s caregiver replaced the cartridge without rewinding the ilet while the infusion set remained connected, and insulin delivery had been paused; the caregiver later removed the infusion site and contacted support, who guided a full supply change and resumed insulin delivery. Symptoms included hypoglycemia with a reported blood glucose of 30 mg/dl. Outcomes included self-treatment with oral glucose sources and return of blood glucose to 98 mg/dl, with no hospitalization or glucagon use. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed user error related to failure to rewind before inserting a new cartridge while connected to the body. It was concluded that the event was attributable to use error, and the device functioned as designed after proper setup and resumption of insulin delivery.